Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with post-paced t-wave over-sensing from their implantable cardioverter defibrillator. Appropriate programming changes were completed. No symptoms were reported. Patient was stable after the event.